Manufacturer narrative:
Other text: customer response received 09-28-2020 states a trach tube change out was required. This constitutes medical intervention; the incident will now be reported as a serious injury.

Event description:
Investigation completed and in h 10.

Manufacturer narrative:
Investigation completed on a smiths medical tracheostomy/silicone - bivona tubes neo/ped flextend plus . Sample three p/n 60pfss35 l/n 3874318 without their original packaging, in used conditions with their certificate of safe handling. Visual inspection: visual inspection was performed at 12? Under normal conditions of illumination in order to detect any damage on the parts. During visual inspection sample one revealed split in tube. Broken neck strap and shaft was separated from the connector and the wire was exposed; also we observed the whole adhesive was attached to the connector. Complaint of flange broken off was also confirmed. Multiple theorys of cause of event were suggested. ? Velcro or metal clips from tracheostomy holders which may have sharp edges which can come into contact with eyelets and compromise the product integrity ? During reprocessing scrubbing of the tube or use of hard bristled brushed or sharp wire mounted swabs may damage the surface of the tube process was reviewed and quality engineer was notified of complaint.

Event description:
It was reported that a smiths medical trach tube coil has exposed out in the tube. No adverse patient effects were reported.